Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. As received, the monitor failed a pulse test and displayed service code 102. The cause of the failure and the service code 102 was isolated to swollen c19 hv capacitor on the defib board. In addition, the monitor reset during a pulse test. The root cause for the swollen capacitor could not be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying service code 102 (charge profile faults).